Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. A wearable failure was not found within the investigation window. However, data found the estimated glucose values crossed the high threshold, and as expected, the app delivered alerts with volume. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient felt high glucose symptoms: profuse sweating and vomiting. During this time, her cgm was indicating that her glucose was high (unspecified value). No bg test was done but she dosed herself with insulin through injection (unspecified dosage) and manually adjusted her omnipod 5 insulin dose (unspecified dosage) to alleviate the symptoms. Due to profuse sweating, she decided to change her clothes then she noticed then she got an alert that her sensor failed and her omnipod stopped dosing her insulin. She woke up in the hospital. She stated that when her husband came home from work, he found her unconscious so he called 911. She was transported to the hospital by an ambulance. She was in dka and in a diabetic coma and her bg was measured over 800 mg/dl in the ambulance and upon arriving at the hospital. Medications given to her during her stay were insulin drip and saline. She stayed in the hospital for 9 days and was discharged on 12/11/2025. At the time of the report, the patient was feeling better. Performance data was reviewed. The allegation was not confirmed via data. The probable cause could not be determined post investigation as the allegation was not found. No additional event or patient information is available.